Manufacturer narrative:
Initial.

Event description:
It was reported that the ilet bionic pancreas displayed a ¿press and hold¿ screen that appeared without user initiation and was unresponsive because the control was greyed out, consistent with a touchscreen or user interface malfunction. Symptoms included an inability to interact with the device control. Outcomes included no injury, no alarms, and restoration of normal operation after guided troubleshooting. Investigation included customer service troubleshooting that directed a device restart via the companion app followed by a rewind and verification of drops. Investigation of this case revealed that the device resumed expected function after reboot, indicating a transient software or user interface fault without reproducible failure. It was concluded, based on previously established findings for similar reports, that the cause was a transient, non-reproducible user interface anomaly.